Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s aqwire guidewire. Survey results received for an interventional radiologist with 20 years¿ experience who was been using the aqwire guidewire since (B)(6) 2019. The respondent used aqwire in 35 cases in the last 5 years with 30 of these being carried out in the last 12 months. During use of the aqwire guidewire, in the last 5 years the physician reports encountering one vessel damage event where a small pse udoaneurysm developed. The event was deemed to be not at all concerning but was deemed to be device related.